Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 2 applications were performed with the balloon catheter on the date of the event with no system issues. Also, 9 more applications were performed with another balloon catheter with no system issues. Visual inspection of the balloon catheter showed that the device was kink on guide wire lumen under the balloon. Smart chip verification indicated that the catheter was used for 2 injections. Functional testing showed a system notice indicating that the safety system has detected fluid in the catheter and stopped the injection (#: (B)(4)). A dissection and pressure test showed a guide wire lumen kink and breach 1.42 inches from the tip inside the balloons. In conclusion, the reported kink issue was confirmed through testing. The catheter failed the inspection test due a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was observed to be slightly kinked upon opening the package. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.